Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Event description:
It was reported that the patient's scs lead had migrated after a fall. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: (B)(4),batch: a000119834.